Event description:
On (B)(6) 2012, the distributor contacted animas alleging the up/down/ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): keypad torn over the ok button. The up button has as intermittentl response. Removed keypad and found contamination under button contacts. The display is dim/fading. Replaced with test screen and functioned properly.